Event description:
Unomedical reference number (B)(4) event occurred in the united states. It was reported that the patient's infusion set fell off during use. The issue occurred between (B)(6) 2023 to (B)(6) 2024 with six infusion sets used for 12 hours. The patient replaced the infusion set and insulin was resumed successfully. No further information was available.

Manufacturer narrative:
MDR 3003442380-2024-01176 - device 6 of 6.